Manufacturer narrative:
Investigation summary received two (2) new 011-mc330211 smallbore ext set w/3 microclave for inspection. No defects or anomalies noted. Each microclave was accessed with an ICU medical provided male luer and leak tested per product specifications. There was no leakage. The reported complaint of leakage could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
On may 13, 2025, the customer stated that the event occurred on an unspecified date and involved a 38 cm (15") smallbore ext set w/3 microclave® clear, rings (glow, red), rotating luer where the customer reported that they have experienced incidents with the device used in intensive care unit (ICU) to administer amines. The customer stated that the devices leak at the two-way valve causing medication to leak out of the device. The analysis by the customer's quality department mentions the use of connectors with an incompatible luer. Additional information was received on may 28, 2025 from the customer stating: clinical consequences: severe hypotension. Delay in therapy: about 10 min. The therapy was completed after the time needed to understand and change the device. No blood loss considered clinically significant. Drug used: noradrenaline. No unprotected exposure for the patient or healthcare professional. The leak was cleaned up as per facility protocol, no specific kit used. Patient¿s condition: patient on high dose of noradrenaline, already hemodynamically unstable. The incident led to an unexpected discontinuation of noradrenaline which caused the patient's blood pressure to drop to 3. The doses had to be increased again to restore the correct blood pressure. The patient did not receive the full intended dose. The incident occurred twice in the same day, under the same conditions.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. The defective device was not kept, but sister sample is available.